Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous mid left anterior descending artery that is 80% stenosed. The ht universal ii guide wire was advanced and attempted to be retracted however the guide wire became stuck. Resistance with anatomy was noted during advancement and during removal of device. After removal it was noted the coils were stretched and it appeared the core had separated. Another guide wire was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported stretched coils and break were confirmed. The reported difficult to advance and difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it is likely the guide wire interacted with the patient¿s heavily calcified, moderately tortuous, and 80% stenosed lesion during advancement, as resistance was noted, resulting in the reported difficult to advance and damage to the shaping ribbon. Further interaction with the challenging anatomy during removal, as resistance was again noted, likely resulted in the reported difficult to remove and stretched/misaligned coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.